Event description:
Patient fell (information discovered on the return form from notification 500341954) => knee joint "gave way" but he can't tell if that's the cause of the fall patient fell at home (walking modus) : knee joint "gave way" but he can't tell if that's the cause of the fall. Wrist fracture. Went to hospital and had a splint for his wrist. At his appointment, he informs c. Of a fall in october at home. During a walk, his knee seems to have slipped out of place, and he is unable to determine whether this is due to the prosthesis or not. The patient fractured his wrist (leaning on his shelves to hold on). He was given a splint in the emergency room, which he no longer wears. When he fell, his foot turned. The patient put it back on by himself. This morning, c. Checked the prosthesis, realigned the axes and re-tightened/glued the screws. The knee will now be sent to ottobock for revision, with details of the patient's fall.